Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection, the knob was received separated from the spindle. It was observed that the weld around the knob was cracked around the entire circumference. The surface of the instrument shows visible signs of wear on the whole instrument. Dimensional inspection: since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. A dco was placed on 11-may-17, to update the spindle drawing and to change the weld specification from lbw 0.2 to gtaw 0.45 with filler to enhance durability. Therefore, during the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history : part #: 03.825.002, synthes lot number: h263971 , supplier lot number: h263971, manufacturing site: synthes monument, release to warehouse date: 10-may-2017, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d10, e1, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an incoming inspection of a loaner set, the spindle was discovered as broken. No information about the event or patient involvement. This report is for one (1) spindle for evolution this is report 1 of 1 for (B)(4).